Manufacturer narrative:
(B)(4). The customer informed physio-control that the device has been permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered on by itself when a new battery was inserted. The customer advised physio that when they powered off the device it turned itself back on. When the customer did get the device to remain powered off, the device would then not power on when prompted. There was no patient use associated with the reported event.